Event description:
It was reported that the pump kept going into safe state and alarming. Per reporter the message read battery needs to be replaced. Healthcare provider (hcp) wanted the pump permanently off. It was indicated that patient had no symptoms. Drug delivered via the device was baclofen, unknown if compounded or lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).